Manufacturer narrative:
Examination of the returned product revealed the stylet was out of the catheter near the eyelets.

Event description:
According to the available information, the children's catheter caused an unspecified injury.

Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we didn't find another complaint on the lot number 8255369. The product reference aa611021002 lot number 8255369 for 1170 pieces, has been packaged in october 2021. The expire date is october 2026. The product reference ac42641002 lot number 8595061 was made by an intermediate product reference aa611080 lot number 7855605, made by our tunisian subcontractor. Checking the quality databases revealed no anomaly in connection with the described defect. On 27th july, we informed to our tunisian subcontrator of this complaint. On 29th july, we received one used sample. After decontamination of the sample, we found that the stylet is out of the catheter by the eyes. After discussion with the appropriate persons to better understand the course of the incident, we concluded that the catheter was not placed by a healthcare professional. Our clinical assessment concluded : urethral catheterization is a standard surgical technique and pediatric folysil catheters should be placed by trained healthcare professionals. The incident traumatic pediatric catheter due to a misuse in this case as the catheter was not placed by a healthcare professional (non-respect of warnings in the IFU), associated with clinical consequences such as urethral injury, pain, bleeding represents a clinical risk rated severity parameter level 3 referring to our clinical risk management procedure (B)(4). The evaluation has showed that risks are adequately controlled and reduced as far as possible in the state of art. Based on this, we can conclude that residual risks are adequately controlled and reduced as far as possible, and the residual risks associated with the use of the product are acceptable when weighed against the benefits to the patient/user.